Manufacturer narrative:
As reported in a research article, one patient died within 30 days of device implant. Mechanical heart valve implant it was not reported what valve was implanted in the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. All available information for conducting this investigation was collected and no additional follow-up attempts will be made.

Event description:
It was reported through a research article identifying st.jude's mechanical mitral valves, mechanical aortic valves, and porcine valve (mitral valve) chosen for valve replacement surgeries . 240 patients were in the study in which 59 of the devices were abbott valves. The patient has an average age of 19 years old, 136 of them being female. Details are listed in the article, titled, "contemporary outcomes of aortic and mitral valve surgery for rheumatic heart disease in sub-saharan africa". One patient died within 30 days post procedure. However, it is not indicated if any of these patients that died had an abbott valve implanted.